Event description:
It was reported that after 1.5 hrs of uneventful pumping, the pt was being transported to another hosp when the pump began experiencing multiple system 3 alarms. The alarms continued for approx 30 mins. The pt was transferred to another pump without any complications.